Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the knife blade of the device was exposed.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the knife was bent, dislodged from the knife track. Functional testing noted that the device jaws closed on the dislodged knife. Only after the blade was straightened out, could the jaws close properly. The weld integrity of the device was inspected and was found to be within specification. The blade movement was hindered. The blade was stuck in the advanced position. The knife cut could not be performed. The jaw gap of the device was measured and it was found to be within specification. The device activation was not performed, as the knife was stuck in the advanced position. No electrical or wiring issues were found. It was reported that the knife blade was exposed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Damage to the knife blade is consistent with misuse. Likely cutting into a hard/metal object. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the knife blade of the device was exposed. The procedure was completed after using a new product.